Event description:
It was reported that the pump had a bad syringe sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The right plunger case cracked. No apparent contamination. Syringe plunger not in place was found in the event history log (ehl). Syringe test was performed. The reported problem was duplicated and the device failed the syringe plunger sensor reading; this was due to the left plunger case, plunger board and both timing plates were contaminated with silicon grease from incorrect assembly by the customer. This issue was caused by the customer's incorrect assembly of the device. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, plunger board, both timing plates and springs; performed syringe test and all functional tests passed.